Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp, and was unable to reproduce the reported "low helium" issue. The fse found 0 psi helium leak after 30 min test, and then performed all functional and safety checks to meet factory specifications. The iabp passed all functional and safety tests per factory specifications. The iabp was then released to the customer for return to clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated a low helium warning message. This event occurred during a service/test by the customer. No patient was involved and no adverse event was reported.